Event description:
"Broke at weld. Other side was replaced 4 months ago." No alleged injury.

Manufacturer narrative:
No RMA has been initiated for this issue. Model fdx-cg, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1163181 rev d was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The chair broke at the weld.